Manufacturer narrative:
3003721894-2016-00091 is associated with argus case (B)(4), poligrip.

Event description:
Gastritis erosive [gastric erosions]. Case description: this case was reported by a consumer via call center representative and described the occurrence of gastric erosions in a (B)(6) male patient who received gsk denture adhesive (formulation unknown) (poligrip) unknown for denture wearer. Concurrent medical conditions included denture wearer and gastrointestinal disorder. On an unknown date, the patient started poligrip. On an unknown date, unknown after starting poligrip, the patient experienced gastric erosions (serious criteria gsk medically significant). On an unknown date, the outcome of the gastric erosions was unknown. [Clinical course]. The patient visited his physician and was noted that erosion of the stomach developed. He originally had weak bowel.